Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient's leads had migrated. The issue was confirmed via x-rays. Patient addressed a fall recently and one lead was also exhibiting high impedances. As such surgical intervention was undertaken where the leads were explanted and replaced with new ones, thereby restoring effective therapy.